Event description:
On 2023-apr-07 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that it didn't work for them. They got it in 2017 and it has become so painful in that area. They're sorry they got it in the first place. On 2023-sep-28 additional information was received from the patient. They reported that the device has never ever worked properly for them. They had gone back and forth to the healthcare providers (hcp) office to have it reprogrammed but every time they have tried there had been no success. The patient has not used the device for over a year now, but it is still functional. It has never worked the way they described it. It hurts back there so bad at the implant site. They have had so many falls in the last year and can feel it through their skin and it feels like it could be mangled or dented or something. It doesn't feel like it used to feel when they got it. The patient is in need of MRI and discussed they will not be able to have the MRI safely unless the device is removed however patient's previous physician left practice.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.